Event description:
Baxter reported a transfer set that was broken at the twist clamp. No injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of a transfer set that was broken at the twist clamp, including broken occluder feet. The root cause was undetermined. Renal product surveillance. Quality engineering, and plant manufacturing will continue to monitor this product line for trends, and take corrective/preventative action as appropriate.